Manufacturer narrative:
The 8 x 100 120cm smart flex self-expanding stent (ses) failed to deploy at the right place. The product was returned for analysis. A non-sterile unit of smart flex 8x100 vas 120cm ses was received for analysis inside of a clear plastic bag. Per visual analysis the stent was received not deployed and still mounted on the device. The tuohy borst valve was returned closed tight. No damages or anomalies were observed on the product. Per functional analysis the tuohy borst valve was unlocked off the stent delivery system. The outer sheath was retracted while holding the inner shaft in a fixed position. The stent deployment was continued until the remainder of the stent was fully unsheathed and expanded. No any difficulty or anomaly such as resistance, friction, or incomplete stent deployment was observed during the deployment procedure. A product history record (phr) review of lot 41313 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system - deployment difficulty inaccurate placement¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully and the stent had not been deployed. The exact cause of the reported event could not be determined. According to the instructions for use which is not intended as a mitigation of risk ¿diagnostic angiography should be performed to map out the extent of the lesion and the collateral flow and measure the length of the target lesion and diameters of the reference vessel (proximal and distal to the lesion). Stent deployment must be performed under fluoroscopic guidance. B. Grip the outer sheath and handle with one hand and the pusher tube with the other. C. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. D. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. E. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 41313 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 8 x 100 120cm smart flex self-expanding stent (ses) failed to deploy at the right place.